Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump fell and the touch screen became cracked. In addition, the touch screen became black and unresponsive to touch. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.